Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain with presence of essure') in an adult female patient who had essure inserted. The patient's concurrent conditions included cervix inflammation, adenomyosis, cystocele, rectocele, uterine prolapse, enterocele and stress incontinence. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: left 2, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral class I tubal occlusion by essure devices which are in excellent position. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain with presence of essure') in an adult female patient who had essure inserted. The patient's concurrent conditions included cervix inflammation, adenomyosis, cystocele, rectocele, uterine prolapse, enterocele and stress incontinence. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: left 2, right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: bilateral class I tubal occlusion by essure devices which are in excellent position.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: medical record received. Reporters information, lab data and medical history were added. Event medical device removal was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain with presence of essure') in an adult female patient who had essure inserted. The patient's concurrent conditions included cervix inflammation, adenomyosis, cystocele, rectocele, uterine prolapse, enterocele and stress incontinence. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: left 2, right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral class I tubal occlusion by essure devices which are in excellent position.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Case became valid. Event injury replaced by medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.